Event description:
A caller reported experiencing a minimum fill notification while attempting to load a new cartridge onto their pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to clean the pneumatic tap area on the pump with an alcohol wipe or lint-free cloth, which led to successfully reloading the cartridge and resuming insulin administration.